Event description:
On (B)(6) 2013, the patient¿s mother contacted animas to report that she noticed the time on the patient¿s pump was incorrect when administering a bolus to the patient. The reporter stated the am and pm were swapped. At the time of the call, the reporter mentioned that the patient had been waking up with low blood glucose (bg) readings for almost 2 weeks. The patient¿s mother also reported that on a unspecified date, due to time being incorrect in pump the patient suffered a seizure caused by a low bg and was taken to a critical care unit of hospital for treatment. The reporter did not know what the patient¿s bg was at time of arrival to hospital, but stated patient¿s bg was 66 mg/dl after the patient had drank a juice box. The reporter stated the patient was treated with IV fluids and dextrose and released later that afternoon. The patient was prescribed manual injections and pump was discontinued. At the time of troubleshooting, the animas representative noted that the reporter did not know for what length of time the time was incorrect. The reporter mentioned that the pump reverted to the default date/time setting when she removed pump¿s battery the evening prior. This complaint is being reported because the patient reportedly was treated by an hcp for severe hypoglycemia while on insulin pump use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.